Event description:
The customer reported that the unit does not stay powered on when removed from ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit does not stay powered on when removed from ac power. There was no report of pt involvement. The customer was sent a new battery. As of (B)(6) 2011 there have been no further calls from this customer regarding this issue. We consider that replacing the battery resolved the failure.